Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the customer did not perform air removal step and use did not use room temperature insulin during load. Subsequently, the customer experienced an elevated blood glucose (bg) displayed as "high". The customer delivered a correction bolus to address the bg. Customer changed the cartridge to address the issue.

Manufacturer narrative:
Per tandem user guide, ¿keeping the syringe vertically aligned with the cartridge, and the needle inside the fill port, pull back on the plunger until it is fully retracted. This will remove any residual air from the cartridge. Bubbles will rise toward the plunger.¿ root cause: user error. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.